Event description:
The peritoneal dialysis (pd) patient contacted her pd clinic on (B)(6) 2015 stating she had requested for a replacement cycler due to issues with the cycler during treatment. The patient was advised by the pd clinic to complete manual exchanges daily pending delivery of the replacement cycler. Follow up was made with the patient's pd nurse, who confirmed the patient was trained on performing manual peritoneal dialysis therapy if needed and had an adequate supply of manual sets. The nurse stated the patient did not contact the clinic to report the delay in delivery of the replacement cycler and decided against completing continuous ambulatory peritoneal dialysis (capd) treatments pending delivery of the replacement cycler. The patient was admitted to the hospital on (B)(6) 2015 for fluid overload following four days of missed treatments. The patient resumed peritoneal dialysis treatments while hospitalized. The nurse stated as of (B)(6) 2015, the patient was currently still hospitalized and upon discharge would resume continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the replacement cycler. Medical records were requested.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.